Event description:
The customer's mother reported on (B)(6) 2015 her daughter's blood glucose and insulin history is as follows: the customer was feeling ill and was vomiting so her mother decided to take her to the hospital where she was diagnosed with diabetic ketoacidosis. At the hospital her bg reached 29.0 mmol/l (522 mg/dl) so they gave her insulin (exact dosage was not provided) to the point that she passed out and her bg dropped to 15.0 mmol/l (270 mg/dl) in less than 30 minutes. They placed her on an intravenous therapy of fluids. Upon removal, the doctor noticed the cannula was kinked. She was then given insulin intravenously. She was released from the hospital on (B)(6).

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.